Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair, and loa. She had revision surgery post-operative. The patient experienced surgical revision, chronic abdominal pain, infection, hernia recurrence, and intestinal blockage.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a large ventral hernia. It was reported that after implant, the patient experienced chronic abdominal pain, infection, hernia recurrence, mesh torn, adhesions, significant weight loss, intestinal blockage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, and failure of mesh . Post-operative patient treatment included revision surgery, lysis of adhesions, and recurrence repair with placement of new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: a4, a5a, b5, e1, g1, h4, h6 (ime e2402: significant weight loss). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a large ventral hernia. It was reported that after implant, the patient experienced chronic abdominal pain, infection, hernia recurrence, mesh torn, adhesions, significant weight loss, intestinal blockage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, and failure of mesh. Post-operative patient treatment included revision surgery, lysis of adhesions, recurrence repair with placement of new mesh, and gastric bypass surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a large ventral hernia. It was reported that after implant, the patient experienced chronic abdominal pain, infection, hernia recurrence, mesh torn, adhesions, significant weight loss, intestinal blockage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, inflammation, obstruction, bleeding, <(>&<)> fistulas. Post-operative patient treatment included revision surgery, lysis of adhesions, multiple hernia repairs with mesh, gastric bypass surgery, exploratory laparotomy, liver biopsy, gastrostomy, placement of band around the distal portion of the pouch, hernia repair, subtotal gastric resection, <(>&<)> medication.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a large ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced chronic abdominal pain, infection, hernia recurrence, mesh torn, adhesions, significant weight loss and intestinal blockage. Post-operative patient treatment included revision surgery, lysis of adhesions and recurrence repair with placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic abdominal pain, infection, hernia recurrence, mesh torn, adhesions and intestinal blockage. Post-operative patient treatment included revision surgery, lysis of adhesions and recurrence repair with placement of new mesh.